Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 20 ml syringe with needle had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, used a bd 20ml syringe to fill the prescription and found a black matter on the bottom of the syringe.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1903312 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, foreign matter was observed and identified as printing foil particles within the fluid path. The current barrel printing process is completed through the use of a heated metal stamp; the scale is transferred from the printing foil to the barrel. In some cases, the printing station may develop foil clogs, in which case the operator resolves the issue and adjusts the printing foil. It appears that this incident was caused by residual foil particles that found their way into the syringe barrel. It has been determined that this incident resulted from human error during the foil reparation process.

Event description:
It was reported that bd¿ 20 ml syringe with needle had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, used a bd 20ml syringe to fill the prescription and found a black matter on the bottom of the syringe.